Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and was intermittently sensing atrial sensed events and inhibiting ventricular pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.